Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps: (B)(6) reported that staff could not register the saw blade on the mics during the total knee case. Doctor completed case manually. Pka 1.0, crisis 2.13.2, mgo 1.1.8, utilities 1.10. Completed all of the pm checks with no issues. All arm calibrations are accurate. I could not find any issues with the robot operations. The mps ((B)(6)) was on sight while I was checking the robot. Also communicated with the doctor that all the calibration setting were accurate. Update per mps: <15 min delay.

Manufacturer narrative:
(B)(6) "reported event: it was reported that the handpiece did not work. Issue was noticed during case, therefor there was a 15 minute case delay and no patient harm. Device history review: device history records indicate 25 devices were manufactured under lot k08u3 and all were accepted into final stock on 12/21/16. Complaint history review: a review of complaints related to parts in lot number k08u3, p/n 209063 shows 1 other complaint(s) related to the failure in this investigation. The complaint investigations are: (B)(4) the product was unavailable for inspection as the product was not returned. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard." The device was not returned for evaluation.

Event description:
Mps: (B)(6) reported that staff could not register the saw blade on the mics during the total knee case. Doctor completed case manually. Pka 1.0, crisis 2.13.2, mgo 1.1.8, utilities 1.10. Completed all of the pm checks with no issues. All arm calibrations are accurate. I could not find any issues with the robot operations. The mps (andrew hackett) was on sight while I was checking the robot. Also communicated with the doctor that all the calibration setting were accurate.